Event description:
A pt (age and gender unspecified) who received treatment with hyalgan (hyaluronate sodium) experienced a pulmonary embolism one to two weeks after receiving two injections of hyalurinate sodium. At the time of this report, the pt had recovered and was discharged from the hospital. No further details available.